Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having supply bag lines are blocked alarms. The patient discontinued treatment during drain 2 of 4 due to the large drains. A review of the patient¿s treatment records identified that the patient drained 4375 ml during drain 1 and 4144ml during drain 2 of the treatment. These drain volumes are 243% and 230% respectively the patient's prescribed fill volume of 1800 ml. Upon follow up with the patient contact, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient contact stated that the patient has received their new cycler and is continuing with peritoneal dialysis therapy without reoccurrence of the reported event. The old cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. No fluid leaks in the test cassette during the treatment test. The cycler underwent a go/no go gauge check, system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. 5k passed. The internal visual inspection of the returned cycler revealed there were visual indications of dried fluid underneath the pump assembly on the bottom cover. The cause of the dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having supply bag lines are blocked alarms. The patient discontinued treatment during drain 2 of 4 due to the large drains. A review of the patient¿s treatment records identified that the patient drained 4375 ml during drain 1 and 4144ml during drain 2 of the treatment. These drain volumes are 243% and 230% respectively the patient's prescribed fill volume of 1800 ml. Upon follow up with the patient contact, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient contact stated that the patient has received their new cycler and is continuing with peritoneal dialysis therapy without reoccurrence of the reported event. The old cycler was returned to the manufacturer for physical evaluation.